Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. On an unreported date, the patient began treatment with injection amikacin (100mg, stat dose and 100mg once daily, intraperitoneally, duration not reported) for peritonitis. The cause of the peritonitis was unknown. Dianeal therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 3 of 3 involved in this peritonitis event.